Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised they had the chair in shop and noticed the back cane was bent.